Manufacturer narrative:
During initial implant surgery the recipient reportedly underwent revision surgery for an abnormal skull growth. The surgery site did not heal and the recipient's device was exposed.

Manufacturer narrative:
(B)(4). The recipient was not reimplanted at the time of explant surgery. The recipient is scheduled for reimplant surgery. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly presented at the emergency room with drainage and device extrusion. The recipient was prescribed augmentin 5ml for ten days. The recipient is scheduled for revision surgery.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's site was reportedly healed.